Event description:
It was reported that the distal tip of the eagle swift plus threaded driver inner shaft broke off from the instrument and into an eagle swift plus screw during insertion. The screw containing the broken tip was removed intra-operatively and replaced. All pieces were retrieved. There were no adverse consequence to the patient and no resulting delay to the procedure.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device evaluation could not be completed as the sample was not sent returned for evaluation. Device history record review could not be conducted as the device lot number is unknown. A 12 month review of the complaint trend analysis for the eagle/swift screw removal shaft found no emerging trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. However it was reported that the removal shaft was being used to put a screw in. No corrective action is required as we are unable to confirm the reported issue or identify the root cause and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.